Manufacturer narrative:
(B)(4). The customer advised physio-control that they replaced the main keypad assembly; however, after replacement, continued to see the same issue and in addition, observed what appeared to be an issue with the device booting up completely.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the functionality of the on/off button on their device was intermittent. &#1288;ere was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Further information regarding the reported device issue was provided from the customer.  It was advised that the device actually was locking up upon the attempt to power the device on.  Previously it was reported that the on/off button was not functional, but after clarification from the customer, none of the buttons were functional.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  After thorough testing, it was confirmed that the system controller pcb assembly was causing the observed lock up condition.  The customer did not approve the repair of the device, so the device was returned to the customer, unrepaired.